Event description:
It was reported the rn (registered nurse) stated that they were having problems with the "patient lead cable". Other cables were used, but the problem persisted. Followup information reported that they were not able to get consistent egm (electrogram) signals and the cable would intermittently not work. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the rn (registered nurse) stated that they were having problems with the "patient lead cable." Other cables were used, but the problem persisted. Followup information reported that they were not able to get consistent egm (electrogram) signals and the cable would intermittently not work. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported problem with the patient lead cable connector. Device interrogates consistently with no issues. Loose ECG (electrocardiogram) connector found on a printed circuit board. Left keyboard hinge is broken. System fan is noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.